Manufacturer narrative:
Investigation indicated that on (B)(6) 2012 at 13:13 the sample in question was on the left side of the xt sampler tray and a barcode error was displayed. It was noted that an ID read error and rack feed error were listed on the error log. The audit log indicated a modification to the sample ID occurred. Further review indicated at 14:48, the operator renamed the sample, resulting in a negative result that was released for clinical use. The error log indicates an ID read error. Audit log documents indicate the ID read error change to l2360124191 on (B)(6) 2012. At 8:25 on (B)(6) 2012, the sample was retested with positive results. The most likely root cause upon review of data indicates the bar code reader error was edited to an incorrect sample ID by the operator. The original sample was accompanied by a plt+, indicating the sample would require verification by the operator. Good laboratory practice includes verification of the sample demographics and test results prior to reporting and to have a system in place for confirming and reporting critical values and/or significant changes in pt test results. Sysmex 2000i instructions for use states "to avoid barcode-identification mistakes, check digits should be used in any case. Info generated by the analyzer separates samples into "positive and negative" categories according to preset criteria. The system bases judgments on comprehensive surveys of numerical data, particle size distributions and scattergrams. Investigation revealed the device operated as expected.

Event description:
The user facility reported incorrect results were released to the physician, using an xt 2000i analyzer. The physician noted the results were inconsistent with the pts' clinical condition. The sample was tested at 13:31 and was released as negative. The sample was re-tested at 8:25 ((B)(6) 2012) the following day resulting in a positive result that was consistent with previous pt results and was released for clinical use. The pt experienced a delay in transfusion. It was reported the pt received "two units for a low h&h" at an unspecified date and time. It is unk if the delay in transfusion impacted the pt, however, the user facility stated the pt was "ok."